Event description:
A malfunction was reported on a pump, identified by the customer who had not experienced any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction before, so technical support provided pump reset information and assisted in resetting it, with the malfunction code not recurring afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred, to which they agreed and understood.